Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the images off the system were fuzzy. There was no patient present when this issue was identified.

Event description:
Medtronic received additional information from a manufacturer representative that they recalibrated the generator for the low and la rge filaments (wires) and then reran the values and took images. Since doing that, the site had not had any issues with the system. The representative noted that when the system gets older they have to increase the current in order to get good x-rays.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) would not boot. The mvs uninterruptible power supply (ups) battery was depleted. The closed loop ma calibration and open loop ma calibrations were completed. Several sets of gain calibrations were performed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.